Event description:
A report was received that the patient underwent an explant procedure as the paddle lead caused numbness to his lower extremities. During the procedure, the physician elected to cut the lead out and leave the paddle in the patient's body. The patient did well, and the numbness was reduced after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator; model #: sc-4316, lot#: 15564054 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that right after placement of the spinal cord stimulator the patient immediately experienced severe right leg pain. The patient underwent an explant procedure wherein the ipg was explanted; the lead was cut and left the lead in the patient¿s body. The neurologist believed that the retained lead was causing problems and that it needs to be removed. All devices were explanted. No malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure as the paddle lead caused numbness to his lower extremities. During the procedure, the physician elected to cut the lead out and leave the paddle in the patient's body. The patient did well, and the numbness was reduced after the procedure.

Event description:
A report was received that the patient underwent an explant procedure as the paddle lead caused numbness to his lower extremities. During the procedure, the physician elected to cut the lead out and leave the paddle in the patient's body. The patient did well, and the numbness was reduced after the procedure.

Event description:
A report was received that the patient underwent an explant procedure as the paddle lead caused numbness to his lower extremities. During the procedure, the physician elected to cut the lead out and leave the paddle in the patient's body. The patient did well, and the numbness was reduced after the procedure.

Manufacturer narrative:
Additional information was received that right after placement of the spinal cord stimulator the patient immediately experienced severe right leg pain. The patient underwent an explant procedure wherein the ipg was explanted; the lead was cut and a portion of the paddle lead was left in the patient¿s body. The neurologist believed that the remaining part of the paddle lead was causing other problems and that it needed to be removed. The patient underwent an additional explant procedure wherein the remainder of the paddle lead was removed. No malfunction was suspected.